Event description:
Reportedly, the heart button of the home monitor remains solid red.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: upon reception, the returned home monitor was tested and the reported behavior was confirmed, as the pit button remained red. Analysis of extracted expertise files revealed that the observed issue most probably resulted from an issue at the level of the modem or the sim card, preventing correct communication with the network. This case is recorded for trending purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the heart button of the home monitor remains solid red.